Manufacturer narrative:
A ge service representative performed an on site investigation. Could not duplicate the charger fail error. As a proactive measure, charged the batteries for an hour and performed a battery pack evaluation. Battery pack complied with voltage requirements. Replaced the ps3 (lift) power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that a charger fail error was displayed on the control panel of the 9800 system. It was also reported that the lift arm intermittently will not raise/lower. There was no report of patient injury.